Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the device is kinked about 2 mm proximal to its distal end and at the proximal end of the distal x-ray marker. The stent is not deformed or displaced. A 0.014 inch reference guidewire could be introduced into the guidewire lumen of the complaint instrument with no unusual friction. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The final root cause is most likely related to external factors during the procedure.

Event description:
The orsiro drug-eluting stent system was selected for use. The instrument could not pass the tortuous and calcified lesion in the cx and was therefore removed. After withdrawal a tip deformation was noticed.